Event description:
As reported by the customer, per medwatch report (B) (4) and (B) (4). Mother found the baby with her eyes wide open, unresponsive and having a seizure. The report indicates that the seizure was from critically low blood sugar level/hypoglycemia. Found the pump was turned off. Reported that a week later, the pump was turned on and noted the settings (rate, dose, total volume, alarm settings) were reset to default. The pt was taken to the hospital.

Manufacturer narrative:
Device has not been returned to date. If returned, the device will be evaluated and a follow up report will be submitted to FDA.